Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the patient experienced a massive headache and while playing on a trampoline and after ten minutes their blood sugar dropped, and she stated the dexcom was 'too late to follow'. It was indicated that the cgm had been displaying 4.1 mmol/l compared to a finger stick reading of 2.2 mmol/l. The patient's mother administered the patient with two dextrose tablets. At the time of contact, the patient was doing good. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.